Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of air embolism, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported leak (air ingress through sgc valve) could not be determined. Based on the information reviewed, the patient effect of air embolism appears to be a result of the reported leak. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leak in the sgc and air embolism. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 2-3. The steerable guide catheter (sgc) was advanced to the left atrium (la) with no issues. During removal of the dilator and guide wire, air entered the sgc valve and air was noted in the la. No treatment was performed for the air embolism and the procedure was completed by implanting one clip, reducing mr to 1. There was no clinically significant delay in the procedure. No additional information was provided.